Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on (B)(6) 2020 to educate the customer on how to attach and remove the single-use distal end cover. The ess reported that the education was provided to the facility¿s staff and five tjf-q190v distal end cap quick reference guides were left for reference. In addition, the tjf-190v was returned to the service center for evaluation. The bending section rubber glue was found cracked on the insertion tube side. No other abnormalities were noted. However, the maj-2315 single-use distal end cover was not returned; therefore, evaluation can be performed.

Event description:
The user facility reported that at the conclusion of an endoscopic retrograde cholangiopancreatography (ercp) procedure, the single-use distal end cover was noted to be missing when the scope was withdrawn. The patient was re-scoped to retrieve the distal cover; however, it could not be retrieved. The patient was then extubated and taken to post op recovery. It was reported while in recovery the patient coughed up the distal end cover. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. Based on the legal manufacturer¿s investigation, the distal end cap falling off during the procedure cannot be duplicated. The single use distal end cover (maj-2315) was not returned with the endoscope during the physical evaluation; therefore, no investigation can be performed with the distal cap. A review of the instrument history revealed that the endoscope has not been repaired within the past year. No similar event occurred from the user facility was identified. However, a review of the complaint database showed one similar event occurred in the past from a different user facility and based on the review of the similar complaint, the legal manufacturer assumed that the attachment of the distal cap was incorrectly positioned, as it was stated in the instructions for use that distal cap can possibly fall off if the distal cap is incorrectly attached to the tip of the endoscope, or if the distal cap has cracks or pinholes. The device history record (DHR) was reviewed, and no problems were detected during the manufacturing of the device. The device was shipped in accordance with specifications. There was no information of obvious mishandling of the device. The reported event is not related due to design. The legal manufacturer indicated that the reported event was seemingly caused by incorrect attachment of the distal cap.